Event description:
During an off-pump coronary artery bypass procedure, two grafts were anastomosed wtih connectors in an "unstable" patient with ostial left main coronary artery disease. It was reported both grafts occluded at the anastomosis sites and reoperation was performed, excising a portion of the aorta with the connectors attached. "Pinhole-type openings" were observed in both anastomosis sites as well as a "similar pinhole-type opening" in the left main. The reporting surgeon wondered if this indicated either "some type of aortic disease that effected the vein graft" or if it was a "separate area of reaction". It was reported the patient was taking plavix postoperatively. Pathological testing was performed; however, no results or additional information were received, including the implant duration and the patient's present health status.